Event description:
A customer reported that their aia-360 instrument was squeaking when the turntable moves. The customer requested service. No additional information was provided by the customer. This event is being reported as the customer was unable to run samples which caused a delay in reporting patient samples for bhcg, e2 and prog assays. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting results.

Manufacturer narrative:
Please note that this MDR MFR report #: 8031673-2018-04169 was previously submitted as 3005529799-2018-01001 to the FDA on 13feb2018; it was resubmitted per request by the FDA MDR data systems team representative. On (B)(6) 2015, a field service engineer (fse) was dispatched. The fse found the instrument was running with no errors. After a while the fse noticed that the nozzle was squeaking when it went into the wash. The fse cleaned off the shaft of the dispensing arm and add tri-flow to the shaft, thus correcting the issue. A 13 month complaint history review for serial number (B)(6) was conducted from 05apr2014 through 05may2015 for similar complaints and no similar events were found. Further, no consequent failures related to the reported event were found in the complaint and service history. The aia-360 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation,maintenance, error messages and flags, and troubleshooting pertaining to the aia-360 system. Per the manuals, the preventive maintenance procedures for the dispensing arm includes, the lubrication of guides and screws. The probable cause of the event was the dispensing arm needing lubrication. This report is being submitted due to a retrospective review under CAPA-2017-0007.